Event description:
It was reported by svc report that the foot end jack of the stretcher would not pump up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
O2 bottles, release rod.